Event description:
It was reported that only a single electrocardiogram (EKG) and marker channel were able to be displayed during an interrogation of a device. It was also reported that the radio frequency (rf head) lights up all green, but the programmer was unable to interrogate a device. The rf head was replaced and that seemed to resolve the issue. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm customer comment about only single electrocardiogram (ECG) and marker channel able to be displayed, all three ECG lead signal, atrial electrogram (egm) and marker channels were present at testing. The programmer's hard drive was replaced because the programmer locked up following a software reload. Analysis also found the system fan to be noisy. (B)(4).